Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, approximately 3 years post implant of a sapien 3 valve (valve size not confirmed) in the pulmonic position, the patient presented with worsening pulmonary regurgitation. A new 23mm sapien 3 valve was implanted in the initial sapien 3 valve. No further information is available at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information: section d4: serial number, expiration date: section d6: implant date; section h4: device manufacture date; section h6: evaluation codes; section h0: narrative text. UDI number: (B)(4). The 23mm sapien 3 valve remains implanted in the patient and was not returned for evaluation. Limited information received indicated the worsening pulmonary regurgitation was worsening central regurgitation. A second 23mm sapien 3 valve was implanted in the initial sapien 3 valve. The valve in valve procedure had an ¿excellent¿ outcome. The patient is doing well and has been discharged to home. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this particular case, despite multiple investigational attempts, it was not possible to obtain additional details regarding the worsening central regurgitation approximately 3 years post implant. To date, information regarding the patient (medical records and procedure op notes implant and explant) have not been received for review. A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available. In this case, the cause of the event could not be determined based on the limited information available. In addition to possible structural valve deterioration, patient factors not provided may have contributed to the worsening central pulmonary regurgitation and the subsequent deployment of a second valve. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.